Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining portion of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that the device was used to remove the patient's gallbladder after the bypass procedure. Upon hitting the pedal to start mobilization, an instrument error code was received. The user took the instrument out of the patient and opened the jaws of the shear and the tip broke off. The user said he was not crossing staple lines. The case was completed with a same like device.